Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege: on or about (B)(6) 2009, patient was implanted with a depuy pinnacle hip on his left side. Patient has large amounts of cobalt-chromium metal ions and particles in his blood, tissue, and bone surrounding the implant. Patient has been experiencing severe pain and discomfort and inflammation in his left thigh and groin. He also experiences a popping and snapping sensation in his hip-joint when walking or moving to and from a sitting position. Patient will likely need to undergo revision surgery to replace the implant. Update 1/30/2015 - disc 209 pfs and medical records received. Pfs identified patient dob, height and weight. The unknown hip is now being changed to an unknown liner, and an unknown head and stem are being added to address previous allegations.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.